Event description:
An inoperable adc device was reported. Customer dropped the adc reader in water and was unable to obtain readings, as a result, customer experienced weakness, excessive sweating, seizure, and a loss of consciousness and had contact with an hcp who obtained a reading of 49 mg/dl and reportedly administered insulin (dose/type unspecified) and unspecified "diabetes tablets" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.